Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because there was no lot number available.

Event description:
After physician complete plaque excision, resistance was felt at the end of the sheath. The physician then removed the device and sheath from the patient. The wire had become kinked and knotted. The physician attempted to straighten the wire before pulling out the silverhawk but could not. Pressure was held and the physician obtained access via the lcf to finish the procedure. While using a 7x200 evercross, the balloon burst at 6atms on the second inflation in the sfa. The tip of the balloon dislodged and traveled to the pt where it was removed with a 10 mm snare. Please reference MDR 2183870-2011-00160 for the evercross used in the procedure.